Event description:
It was stated that, the customer was hospitalized for high blood glucose and the reading was 19.2 mmol. It was stated that, the customer had been getting no delivery alarms for three days prior to the hospitalization and had changed the infusion set six times. Troubleshooting was performed and the insulin pump continued to alarm no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.